Event description:
The initial reporter stated they received discrepant results for two samples collected from one patient and tested with crep2 (creatinine) on a cobas 8000 c 702 module. The first sample initially resulted in a creatinine value of 1.52 mg/dl. The sample was repeated twice on (B)(6) 2023, resulting in values of 3.75 mg/dl and 3.78 mg/dl. The second sample initially resulted in a creatinine value of 6.0 mg/dl on (B)(6) 2023 and it repeated as 3.82 mg/dl on (B)(6) 2023.

Manufacturer narrative:
The creatinine reagent lot number was 75173401. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer checked the probe position, the flow path, the wash station, and the optical path. Issues were corrected. No further issues occurred. The investigation determined the service actions resolved the issue.